Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient had a bilateral cemented total knee arthroplasty to address bilateral osteoarthritis. Depuy components, including depuy patella were used during the procedure. On (B)(6) 2017, the patient had a revision left total knee arthroplasty to address acute hematogenous sepsis. The right knee w2as also aspirated. Prior to surgery, the patient was noted to have pain. The patient was noted to have had a prior aspiration and was positive for infection. The left knee revision was captured in (B)(4). Doi: (B)(6) 2015, doe: (B)(6) 2017, right knee.